Manufacturer narrative:
All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. Investigation summary potential root causes may be wear items and excessive use, lack in knowledge of the user, treatment errors (f.ex too dry or too wet canals or not using a rubber dam), patient conditions (f.ex calcification, canal anatomy), quality issues, maintenance issue (f.ex exchange wear items regularly, no calibration/cable test), misuse (f.ex broken usb socket, drop of device). In addition, there are further circumstances on the conditions in dentistry (f. Ex training/knowledge status), or any other environmental conditions (f. Ex electrical interference), which are unknown to us and may also have an impact on the reported failure mode. Correlation between adverse event and the involved medical devices: indeterminate: the important information of adverse event is incomplete or unavailable, and the cause of adverse events of medical devices cannot be determined. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.

Event description:
In this event it is reported that a raypex 6 apex locator gave incorrect measurements. Doctor reported the connection between the probe and the host becomes loose. The equipment displayed a sudden drift in values, which remained inaccurate even after multiple calibrations, resulting in excessive preparation of the canal and causing swelling and pain around the patient's periapical area.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.